Event description:
It was reported that while drilling a hole in the femur that the drill bit broke. It was further reported that some powder was generated during use of the drill bit and that this fell into the surgical site. It was reported that the procedure was completed successfully. It was further reported that there was no additional medication administered as a result of the reported event.

Manufacturer narrative:
Device not returned for evaluation. In addition, no lot number information was provided for further evaluation.